Event description:
On march 9, 2009, the lay user/pt's mother contacted lifescan (lfs) alleging that the pt's onetouch ping meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the reporter on march 16, 2009 and obtained the following information. The pt's mother reported that on the early evening of the event day in 2009, the pt obtained a blood glucose reading of "435 mg/dl" with the subject meter. The reporter claimed a typical before meal reading for the pt would be in the "150-200 mg/dl" range. At the time of the test the pt was feeling fine; however, based on the reading she bolused 4.80 units of apidra. Within 10 mins of administering the insulin, the reporter stated that the pt developed symptoms of feeling shaky. At the onset of the symptoms, the pt's blood glucose was tested with the subject meter and obtained a result of "46 mg/dl." In response to the symptom and low blood glucose reading, the pt's mother claimed she gave the pt orange juice and a snack and confirmed that the pt felt better afterwards. During troubleshooting, the customer care advocate noted that the pt was using the correct testing technique and cleaning the puncture area properly. The reporter claimed she ran a control solution test with the subject strips after the incident occurred and the control result fell outside of the specified test strip range. However, the reporter did not have the subject meter and test strips at the time of the call to further troubleshoot. Replacement products were sent to the pt. This complaint is being reporter because the pt claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.